Event description:
It was reported that the atrial lead exhibited far r-wave oversensing in conjunction with undersensing of atrial flutter. Programming was changed to ddi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.